Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir was leaked. The customer blood glucose level was over 500 mg/dl at the time of incident. Customer stated the leak was past second o ring. Customer stated there was not an air bubble in the reservoir. Customer reported that the insulin pump was exposed to moisture. It was unknown whether the customer was using auto mode. Customer performed self test and displacement test and both test were passed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.